Manufacturer narrative:
The event occurred in china on startup of the rotaflow. It was reported that the "head" error is displayed when the pump speed exceeds 1500rpm. The device is not being used for patient treatment since the error occurred. No harm to any person has been reported. A getinge service technician investigated the rotaflow console (rfc) with serial number (sn) (B)(6). The technician confirmed the reported failure and replaced the affected rotaflow drive (rfd) with sn (B)(6) (material# 701022161) with a new rfd with sn (B)(6). After the replacement the device is working as intended. The most probable root cause for the reported failure "head error" could be determined as: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive (rfd) and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure "head error on startup" could be confirmed. A review of non-conformities was performed on 2023-07-18, and during the time from 2017-02-22 to 2023-07-18 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2017-02-22. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that the error message ¿head¿ is displayed upon switching on the device. The device is not being used for patient treatment. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.